Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken catheter. PICC line noted by bedside rn not to be infusing. Called va team to evaluate. Dressing was changed as part of safety checks. Tpa was ready, when dressing was changed it was noted that line was leaking.